Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer parent reported via phone call that their insulin pump alarmed failed battery test. Customer blood glucose at the time of incident 323 mg/dl. Troubleshooting was not completed. Customer parent stated they received 2 failed battery test and open circle while changing a battery. Customer was at work. Customer parent also reported high blood glucose reading but did not troubleshoot. Customer was drinking a lot water to reduce high blood glucose reading. Insulin pump will not be returning for analysis.